Manufacturer narrative:
The reporter's strips were returned for investigation. The returned product was measured in comparison to a retention meter. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 2.8 inr qc 2: 2.8 inr qc 3: 2.9 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
This event occurred in (B)(6). The patient's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter compared to laboratory results using an unknown method. The meter's serial number was requested but not provided. The meter result was 1.6 inr and the laboratory result was 2.3 inr. The patient then performed a measurement with the meter at the same time that blood was drawn for laboratory testing and the difference between results was 0.7 inr. Numerical values for the second comparison were not provided. The patient then decided to compare the meter results to two different laboratories. The meter result was 1.6 inr and the laboratory results were 2.15 inr and 2.35 inr. The patient performed another comparison. The meter result was 1.9 inr and the laboratory result was 2.5 inr. The patient's therapeutic range was requested, but not provided.